Event description:
It is reported that lens was explanted due to improper iol (intraocular lens) power.

Manufacturer narrative:
Completed by manufacturer device was received for evaluation at abbott medical optics and has been forwarded to the manufacturing facility for evaluation. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusions of this report a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
Evaluation of the returned lens found no defects with the lens optic body and haptics of the lens. The diopter inspection for this returned lens found it to meet specifications. Our investigation identified no product deficiency, suggesting that this event was not caused by the intraocular lens (iol). All pertinent information available to abbott medical optics has been submitted. Placeholder.